Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation from l4-s1. At an unknown time post -operatively, the patient returned and had a revision done with new cage and plate hardware implantation at l5-s1. At an unknown time post-operatively, the patient reported having abdominal pain and the radiologist discovered a "presacral hematoseroma". A revision surgery was done but did not show anything, "no purulence or any liquid, however prior to the surgery, the patient did have some liquid through the intestines". Again patient had abdominal pain post-operatively and underwent another revision procedure which found the same presacral hematoseroma. "Slide liquid" was found at the plate. "A smear (?) / swab (?) From that liquid was sent to a lab for an investigation." The hardware was removed with the exception of the cage which was left implanted in the patient. It was noted that the patient has a fusion in the back. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.